Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous high troponin ths (high sensitive) - tnths results for a total of 5 samples tested from the same patient. All samples had high tnths results but EKG, "ultrasonic", nt probnp, and kidney functions results from the patient were normal. All of the results were reported outside of the laboratory. The patient was admitted to the hospital from (B)(6) 2016. The first sample was tested on (B)(6) 2016 and resulted as 19 ng/l on e602 analyzer serial number (B)(4). The second sample was tested on (B)(6) 2016 and resulted as 15 ng/l on e602 analyzer serial number (B)(4). The third sample was tested on (B)(6) 2016 and resulted as 16 ng/l on e602 analyzer serial number (B)(4). The fourth sample was tested on (B)(6) 2016 and resulted as 20 ng/l on e602 analyzer serial number (B)(4). This sample was sent to another laboratory, where it was tested for troponin I on an abbott architect analyzer. The troponin I result for this sample was <2. No units of measure were provided for the troponin I test. The fifth sample was tested on (B)(6) 2016 and resulted as 18 ng/l on e602 analyzer serial number (B)(4). The patient was not adversely affected. It was later discovered that the patient had respiratory/asthma problems and he had not taken medicine for this condition. The patient was treated for asthma and then later released. The patient is currently ok.

Manufacturer narrative:
The full serial number for e602 analyzer serial number (B)(4) was provided as (B)(4). Performance testing was performed on the analyzer.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but could not be provided. The root cause is most likely related to overuse of the analyzer measuring cell. It was found that the measuring cells were used past the recommended lifetime and that there were abnormalities with performance testing results.